Event description:
The surgeon noticed after inserting the osher malyugin manipulator, that the manipulating ball at the end of the device was missing. The surgeon was not clear about whether the unit was intact prior to surgery. A CT scan was performed to determine of the missing piece was retained in the eye. There was no further impact to the pt and no further follow-up planned.

Manufacturer narrative:
The device was returned bent 7 degrees out of specification. The knob if the manipulator was not attached. The device is manufactured from titanium, and the force necessary to inflict this type of damage could not happen during normal use. This device was likely mishandled or dropped.